Event description:
A 29 year old female, gravida 2, para 1, (estimated date of confinement 4/1/98 by u/s) admitted in active labor on 3/31/98 at 0953; cervix dilated to 7-8. Pushing was ineffectual and pitocin augmentation was begun. The pt had been complete and pushing and at 1145, a vacuum was applied. The baby was delivered to #2 station in the left occiput anterior position. Suction was lost near the introitus and simpson forceps were applied at 1230. The head was delivered at 1239 at which point severe shoulder dystocia was encountered. The shoulders were delivered, with suprapubic pressure, about 4-5 minutes after delivery of the head. Apgers were 0-4-6. The baby was intubated at approx 3 minutes of age. Marked edema of the face with bruising to the lateral aspects of the face was noted. The infant was transferred to another hospital for further care.